Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the initial information in the initial MDR. B3 date of event - correction. H2 correction.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor before going to bed. The patient fell asleep during the warm-up period. On (B)(6) 2025, the patient reported losing consciousness due to a low blood sugar. During this time, the patient¿s cgm was in a sensor error state. No bg meter reading was reported. Ems was called and the patient was treated with ¿glucose injections¿. It was not reported when during this event the patient regained consciousness. The patient refused to go with ems to the hospital. The patient was feeling lightheaded and dizzy at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6)2025. On (B)(6)2025, the patient reported losing consciousness due to a low blood sugar. During this time, the patient¿s cgm was in a sensor error state. No bg meter reading was reported. Emergency medical services (ems) was called and the patient was treated with ¿glucose injections¿. It was not reported when during this event the patient regained consciousness. The patient refused to go with ems to the hospital. The patient was feeling lightheaded and dizzy at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.